Event description:
It was reported that the user¿s caregiver was unable to attach an ilet connect adapter to the pump despite pushing while twisting, and the user had already tried a new connector and cartridge; switching to connectors and cartridges from a different box resolved the issue, and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in therapy and no alarms. Investigation included remote troubleshooting and user education, with lot numbers documented for the initial connector and cartridge and successful use confirmed with alternate lots. Investigation of this case revealed a connection difficulty localized to the adapter-to-pump interface that was not reproducible after replacement of the consumables, consistent with a component fit or manufacturing variation limited to the initial supplies. It was concluded that the cause was likely a component compatibility or dimensional variation within the initial connector or cartridge that was resolved by using replacement product.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.